Event description:
It was reported that the patient experienced shortness of breath. The implantable pulse generator (ipg) system dislodged. The ipg system was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.